Event description:
The customer reported to physio-control that when they pushed the on button on their device during a training, nothing happened. The device did not start any voice prompts. When they tried to close the device's lid, it could not be secured. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the power switch/lid latch was disconnected from the case latch shaft. This caused that the device could not be powered on and could not charge and shock defibrillation energy. Physio-control was able to reinstall the latch, after which the device was able to power on, charge and provide defibrillation therapy when prompted.a replacement device was provided to the customer under warranty.